Event description:
It was reported that a server issue was exhibited by the patient app. Due to this, a connection issue was observed at the setup of the associated insertable cardiac monitor (icm) was observed. It was decided to prolong the hospitalization of the patient one more day while waiting for the server issue to be resolved. Eventually, the issue was resolved and the set up was able to be completed. The app and the associated icm remain in service. No adverse patient effects were reported.

Event description:
It was reported that a server issue was exhibited by the patient app. Due to this, a connection issue was observed at the setup of the associated insertable cardiac monitor (icm) was observed. It was decided to prolong the hospitalization of the patient one more day while waiting for the server issue to be resolved. Eventually, the issue was resolved and the set up was able to be completed. The app and the associated icm remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: d2b: pro code (product code) information was corrected from the following fields: d1: brand name d4: model number d4: catalog number

Event description:
It was reported that a server issue was exhibited by the patient app. Due to this, a connection issue was observed at the setup of the associated insertable cardiac monitor (icm). It was decided to prolong the hospitalization of the patient one more day while waiting for the server issue to be resolved. Eventually, the issue was resolved and the set up was able to be completed. The app and the associated icm remain in service. No adverse patient effects were reported.